Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure and insulin flow blocked alarms. Customer's blood glucose level was 327 mg/dl. Customer reported they were able to clear the alarm. Customer able to rewind the insulin pump. Customer performed self-test and troubleshooting reported that insulin pump not delivering insulin. Customer performed displacement test and it was passed. Customer stated while rewinding the insulin pump they again got insulin pump error. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin flow blocked alarm or occlusion alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing. Pump error 63 alarms are confirmed in device history file due to a broken trace at keypad assembly.